Manufacturer narrative:
Gehc recommended replacement of the bellows housing and seal. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was leaking. There was no report of patient involvement.